Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on november 21, 2016 to the appropriate representatives. Lot numbers; the availability of the affected product(s) (non-availability with a rationale). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the flexible shaft to engage the tip, was unusable because the screw that should lock it unscrews and loses. The surgery has been completed without delay, because another flexible shaft was available at the hospital to complete the surgery. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the flexible shaft was unusable because the screw to engage the drill was missing. Review of received data: one picture was received. The photo confirms the event since the screw at the hole at the front part is missing. Devices analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation the flexible shaft is manufactured by the supplier (B)(4) cut and the final inspection is conducted in the incoming inspection in winterthur. A 100% visual examination ensures that such a deviation like "missing screw" would be detected. The IFU of the product states: ¿after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Reassemble and tighten screws where appropriate¿and ¿where instruments form part of an assembly, check that the devices assemble readily with mating components¿. Conclusion summary neither the product nor the lot number was available for the investigation. However, it is assumed that the screw element has been totally screwed out of the instrument, probably for cleaning and disinfection, but this should not have happened. It is only possible to completely disassemble the screw if it is turned clockwise. In order to have an appropriate cleaning and disinfection of the whole instrument it is sufficient to loosen the screw (counter-clockwise) but it should always remain within the flex shaft. Therefore, the most likely root cause is an user issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).